Manufacturer narrative:
A steris service technician inspected the processor and found that upon lifting the processor's tray he observed a hose fitting for the tray had broken off. The technician replaced the tray, ran a diagnostic and processing cycle and returned the processor to service. While onsite the technician observed that user facility staff was storing their processing trays under a cabinet on the floor. The technician advised the biomedical technician to speak with operators to ensure processing trays are handled and stored properly.

Event description:
The user facility reported that water was leaking from their system 1e processor. No injuries or procedural delays/cancellations were reported.